Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed sensor error. Customer tried to reconnect the sensor and it didn't connect. He changed out the sensor and the insulin pump is still alarming sensor error. Troubleshooting was performed. Customer's blood glucose level was 137 mg/dl. Alarm occurred during initialization. Assistance was provided to clear alarm. Customer was advised the sensor required more time to stabilize. Insertion technique was correct. The sensor appears to be fully inserted and flat on the skin. Customer was advised to monitor and to call back if further assistance was needed. No further information reported.